Event description:
The reported device has not been returned to baxter for eval. The facility reports, "there were no pt issues". A two-year trend review of the complaint data for the reported non-delivery condition for the ap ii pump reveals potentially 46 similar complaints. Baxter will continue to investigate any reports it receives and review trending of these events.

Event description:
Epidural pump was alarming "downstream occlusion" after it had been infusing on a patient without incidence for many hours. Patient was without pain (0 on a scale of 0-10). When nurse opened the pump to troubleshoot, IV bag was full and pump said that it should have only 19 cc's left. Anesthesiologist came to bedside and flushed catheter the pump seemed to work. There were no patient issues.bio med technical assessment: the pump's history does not agree with the description of the problem. The history log says 224.9 ml. Remaining in the IV bag. When tested, the device functioned properly and performed to the manufacturer's specifications. Recommendation is that education concerning this style pump and it's display is in order.